Manufacturer narrative:
(B)(4). The reported complaint of "multiple high baseline alarms" was not able to be confirmed as no part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[the user] called for help with troubleshooting multiple high baseline alarms. She explained that the patient recently arrived to them from the cath lab. She said the pump was alarming for the above alarms inconsistently, but frequently. I was able to facetime with her. The bpw is very normal looking except when the alarm occurs, which shows one waveform with a very high baseline. There are no obvious kinks and no widening to the inflation nor deflation artifact. I explained to her that they will need to exchange the pump for another and have this pump checked out by bio-med. They were able to exchange the pump without any difficulty. The second pump had no issues, and all the waveforms looked very good". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "[the user] called for help with troubleshooting multiple high baseline alarms. She explained that the patient recently arrived to them from the cath lab. She said the pump was alarming for the above alarms inconsistently, but frequently. I was able to facetime with her. The bpw is very normal looking except when the alarm occurs, which shows one waveform with a very high baseline. There are no obvious kinks and no widening to the inflation nor deflation artifact. I explained to her that they will need to exchange the pump for another and have this pump checked out by bio-med. They were able to exchange the pump without any difficulty. The second pump had no issues, and all the waveforms looked very good". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that "[the user] called for help with troubleshooting multiple high baseline alarms. She explained that the patient recently arrived to them from the cath lab. She said the pump was alarming for the above alarms inconsistently, but frequently. I was able to facetime with her. The bpw is very normal looking except when the alarm occurs, which shows one waveform with a very high baseline. There are no obvious kinks and no widening to the inflation nor deflation artifact. I explained to her that they will need to exchange the pump for another and have this pump checked out by bio-med. They were able to exchange the pump without any difficulty. The second pump had no issues, and all the waveforms looked very good". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).